Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient confirmed having a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient sought medical attention from his physician and the irritation improved upon following the physician's recommendations.